Manufacturer narrative:
Year-old female subject was enrolled in a company-sponsored interventional study titled "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: (B)(4). The subject (patient ID: (B)(6) had fallopian tube occlusion insert inserted. The report describes a case of uterine perforation ("small micro-perforation of the fundus of uterus") and ovarian cyst ("left ovarian cyst"). The occurrence of additional non-serious events is detailed below. The subject's past medical history included left lower quadrant pain in (B)(6) 2018, edema in (B)(6)2018, nausea and retrograde menstruation. Concurrent conditions included hypertension, kidney stones, gerd, metabolic syndrome, depression, bacterial vaginosis, dysmenorrhea, pelvic pain female, ovarian cyst, hypothyroidism and menorrhagia. Concomitant products included medroxyprogesterone acetate (depo-provera) since 2005 for birth control, citalopram hydrobromide (celexa) since 2003 for depression, lansoprazole (prevacid) since 2003 for gerd, lisinopril since 2003 for hypertension, levothyroxine since 2003 for hypothyroidism, metformin hydrochloride (metformin hcl) since (B)(6) 2017 for metabolic syndrome as well as hydrochlorothiazide since 2003. On (B)(6) 2017, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2018, 3 months 7 days after insertion and 3 months 7 days after removal of fallopian tube occlusion insert, the subject experienced uterine perforation (seriousness criterion medically significant). On (B)(6) 2018, the subject experienced endometriosis ("endometriosis"). On (B)(6) 2018, the subject experienced ovarian cyst (seriousness criterion hospitalization). The subject was treated with oxycocet (percocet), diazepam (valium), ranitidine hydrochloride (zantac), pethidine hydrochloride (demerol), labetalol hydrochloride (trandate), osy2ns, clindamycin hydrochloride (cleocin), vicodin (norco), surgery (aditional surgical procedure (laser vaporization)) and surgery (additional surgical procedure). On (B)(6) 2018, the ovarian cyst had resolved. At the time of the report, the uterine perforation and endometriosis had not resolved. The relationship of ovarian cyst to treatment with fallopian tube occlusion insert was not reported. The investigator considered endometriosis and uterine perforation to be unrelated to fallopian tube occlusion insert. The reporter commented: on (B)(6) 2018, patient was admitted outpatient for hysterscope dic and ablation . Dic was completed and, prior to ablation, an uterine sound was done and perforation was noticed. After that, ablation was not performed (canceler due to small micro-perforation). Patient was discharged at the same day. On (B)(6) 2018, patient was admitted for diagnostic laparoscopy, laser vaporization of endometriosis and left salpingo-oophorectomy. A mesentery sigmoid hematoma was noticed; bowel was intact and not injured. She was discharged on (B)(6) 2018. Alternative explanation for event "left ovarian cyst" - ovulation. Alternative explanation fro event "small micro-perforation of the fundus of the uterus" - uterine dilatation 6dhc. Alternative explanation for event "endometriosis" - retrograde menstruation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.7 kg/sqm. Aspartate aminotransferase (15 - 37 u/l) - on (B)(6) 2018: 45 u/l (elevated) blood glucose (74 - 106 mg/dl) - on (B)(6) 2018: 112 mg/dl (elevated) blood urea (7 - 18 mg/dl) - on (B)(6) 2018: 6 mg/dl (depressed) globulin (2.1 - 3.7 g/dl) - on (B)(6) 2018: 4.2 g/dl (elevated) (B)(6) 2018 - bun/crea - 7.5 (reference 12-20) - depressed. Unspecified date - abdominal ultrasound - liver was mildly enlarged measuring 16.2cm. The parenchyma was diffusely echogenic compatible with stenosis. Mild hepatomegaly and diffuse hepatic stenosis. Unspecified date - left fallopian tube and ovary: fallopian tube parenchyma with no pathologic abnormalities, ovarian parenchyma with corpora albicantia, endosalpingiosis, follicular cyst, no evidence of malignancy. (B)(6) 2018 - CT abdomen and pelvis with contrast - 2.0cm left ovarian cyst. Most recent follow-up information incorporated above includes: on 29-oct-2018: event "left ovarian cyst" added. On 30-oct-2018: alternative explanation for event "left ovarian cyst" - ovulation. Medical history and treatment drugs updated. On 30-oct-2018: alternative explanation fro event "small micro-perforation of the fundus of the uterus" - uterine dilatation 6dhc. On 30-oct-2018: alternative explanation for event "endometriosis" - retrograde menstruation. On 30-oct-2018: event "left ovarian cyst" was explained by ovulation. Outcome updated to recovered (on (B)(6) 2018). Event "left ovarian cyst" started on (B)(6) 2018, became serious on (B)(6) 2018 and ended on (B)(6) 2018. On 30-oct-2018: subject identified to be in the tubal ligation arm, therefore case was marked for deletion. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This (B)(6) year old female subject was enrolled in a company-sponsored interventional study titled "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: 18894). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert inserted. The report describes a case of uterine perforation ("small micro-perforation of the fundus of uterus"). The occurrence of additional non-serious events is detailed below. The subject's concurrent conditions included hypertension, kidney stones, gerd, metabolic syndrome, depression, bacterial vaginosis, dysmenorrhea, pelvic pain female, ovarian cyst, hypothyroidism and menorrhagia. Concomitant products included medroxyprogesterone acetate (depo-provera) since 2005 for birth control, citalopram hydrobromide (celexa) since 2003 for depression, lansoprazole (prevacid) since 2003 for gerd, lisinopril since 2003 for hypertension, levothyroxine since 2003 for hypothyroidism, metformin hydrochloride (metformin hcl) since (B)(6) 2017 for metabolic syndrome as well as hydrochlorothiazide since 2003. On an unknown date, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2018, the subject experienced uterine perforation (seriousness criterion medically significant). On (B)(6) 2018, the subject experienced endometriosis ("endometriosis"). The subject was treated with surgery (additional surgical procedure). At the time of the report, the uterine perforation and endometriosis had not resolved. The investigator considered endometriosis and uterine perforation to be unrelated to fallopian tube occlusion insert. The reporter commented: on (B)(6) 2018, patient was admitted outpatient for hysteroscope dic and ablation . Dic was completed and, prior to ablation, an uterine sound was done and perforation was noticed. After that, ablation was not performed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.7 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: event "small micro perforation of the fundus of the uterus" added. Case upgraded to incident. On (B)(6) 2018: alternative explanation provided for event "endometriosis" based on concomitant disease menorrhagia incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.